Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture and detachment occurred. Access was obtained through the radial artery. The 60% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician advanced the 4.0x15 mm quantum apex balloon to the lesion and inflated the balloon three times to 14 atms for 30 seconds on each inflation. On the third inflation the balloon ruptured and detached. The balloon was removed with a loop catheter. The procedure was completed with another 4.0x15 mm quantum apex balloon. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, a balloon rupture and detachment occurred. Access was obtained through the radial artery. The 60% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician advanced the 4.0x15mm quantum apex balloon to the lesion and inflated the balloon three times to 14atms for 30 seconds on each inflation. On the third inflation the balloon ruptured and detached. The balloon was removed with a loop catheter. The procedure was completed with another 4.0x15mm quantum apex balloon. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Corrections: (B)(6). (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation: the complaint device was received with an unidentified guide wire lodged inside the wire lumen of the catheter. There was dried contrast in the balloon and inflation lumen. There was a complete shaft separation at the mid-shaft/hypotube bond. The fracture surface was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The proximal end of the mid-shaft showed evidence that the mid-shaft was appropriately bonded to the hypotube. The guide wire was protruding 173cm from the guide wire exit notch. The inner shaft was buckled 9cm from the tip. There were numerous kinks on the mid-shaft. Measurements of the outer diameter of the guide wire were consistent with a .014" guidewire. The guide wire could not be removed from the catheter. Functional testing of balloon inflation and deflation could not be performed, therefore the reported balloon burst could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture and detachment occurred. Access was obtained through the radial artery. The 60% stenotic lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. The physician advanced the 4.0x15mm quantum apex balloon to the lesion and inflated the balloon three times to 14atms for 30 seconds on each inflation. On the third inflation the balloon ruptured and detached. The balloon was removed with a loop catheter. The procedure was completed with another 4.0x15mm quantum apex balloon. No further patient complications were reported and the patient's status is stable.